Event description:
The customer reported to philips that the device's therapy knob was reacting slowly when the knob was turned to 150j. There was no reported patient involvement/adverse patient impact.